Event description:
It was reported that the pump had difficulty charging, taking a long time for the battery percentage to increase. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to resolve the issue by wiggling the cord, with cts informing the customer that the charging time of 20-30 minutes was about normal. Cts attempted to follow-up with contact. Contact not available.